Manufacturer narrative:
A ge service representative performed an on site investigation. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a fast stop activated error, resulting in a loss of functionality. There was no patient injury or death reported.